Event description:
The operator was removing a cup of steris 20 sterilant concentrate for use in the steris system 1 processor. While squeezing the cup to remove it from the carton, the operator reported that the lid "popped off" spraying sterilant into the face. The affected area was immediately flushed with water and an examined by a medical doctor. Medication was prescribed for inflamation and pain in pt's eyes.